Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a pacemaker exchange procedure, the surgeon reported lead damage caused by the plasmablade device. It is unknown what interventions were needed and no other information was provided.